Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an atrial septal defect (asd) occurred. In (B)(6) 2014, the patient underwent a left atrial appendage (laa) closure procedure. A watchman® access system was used to successfully implant a 27mm watchman® closure device. The device was positioned distal to and spanned the entire ostium of the laa and a complete seal was observed. In (B)(6) 2015, the patient presented to the emergency room with gastrointestinal bleeding and was admitted to the hospital. The patient was hospitalized for 10 days and received a blood/plasma transfusion of 1 unit of blood. During the hospitalization, an asd was observed and a closure procedure was performed. The event was considered resolved.